Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The system configuration files were reloaded to eliminate any possible software corruptor. Filament calibration performed and image optimized. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800's images became grainy when system switched to lateral mag 1 or mag 2 mode. There was no adverse patient involvement reported. There was no patient information reported.